Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an inaccurate delivery event. It was reported that the patient experienced a blood glucose level of 400 mg/dl, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. Customer support has made several attempts to contact the reporter in follow up; however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.